Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department after their right ventricular (rv) lead experienced an integrity alert due to two non-sustained ventricular tachycardia episodes with short v to v intervals and increased short v to v intervals in the last five days. The lead was reprogrammed. The next day the patient presented to the emergency department again due to the device alarm going off. It was found the lead was experiencing high thresholds, high impedance and a fracture was suspected. The lead was reprogrammed and then capped two weeks later. At the time the lead was capped, the lead was also experiencing no capture. It was confirmed the lead was fractured. A previously capped lead was reactivated to replace the fractured lead. No patient complications have been reported as a result of this event.